Event description:
It was reported that, "the surgeon cut for the #4 triathlon. When you trial the #4 the trial is loose on the femur."

Manufacturer narrative:
Additional information pertaining to the device(s) referenced in this report was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.